Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified no obvious damage or issues with the hand piece. The battery pack casing was deformed and there was a slight yellow haze on the outside of the casing. Inside the battery pack it was found that all batteries had corroded and several had anode expulsions causing the batteries to leak. Functional testing found that the device would not function using the battery pack returned with the device. The hand piece was tested using a lab battery pack and the device functioned properly. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery, the battery pack was dented and had yellow foreign matter on the outside. There was no patient involvement. No adverse events were reported as a result of this malfunction.